Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had some untreated and treated events due to double counting t-waves. There were some noise markers also observed that were appropriately sensed. Initially, the field representative and physician tried to mitigate the issue by reprogramming the sensing vector and increasing shock zones; however the patient still received a shock for t-wave oversensing. After the patient was shocked post-programming changes, the decision was made to explant and replace with a transvenous implantable cardioverter defibrillator (ICD) system on the patient's right side. When the physician opened the pocket, the device had not moved because it was still sutured well. The patient had lost about 15 lbs in about 5 weeks, but it was not believed that was a contributor since the device was still in proper location. The field representative did not know why there was a change in amplitude, but the decision was made for the patient's safety to explant and replace with a transvenous system. After the system replacement, the patient presented to the emergency room reporting pain. The field representative indicated that they had used a 3-incision technique with the s-ICD system and then the patient had another incision for the right sided transvenous implant. The pain caused the patient to worry and the patient was nervous about getting shocked. The field representative confirmed that the patient had not been shocked and everything with the replacement device was working well.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this electrode was performed. Resistance testing was completed to assess the electrical performance. The measurements were out of range. X-ray analysis confirmed that the high voltage conductor cables were fractured. Based on the field allegations, it appeared the shocking coil was still functional, therefore suggesting the conductor fracture may have occurred during the explant procedure.

Event description:
---